Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) and the universal serial bus (usb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during the transport of a patient, a 980 ventilator generated and inoperable error message. The ventilator was not in use on a patient at the time of the reported event however, they were about to connect the patient and due to the failure, the patient had to be transferred to another ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.